Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The associated battery was not returned for evaluation. Various analyses were conducted on the returned controller and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device had a bent pin on power port one of the controller; the bent pin did not allow a battery to properly connect to a controller. He most likely root cause of the reported event can be attributed to a misaligned connection between the battery's output connector and power port connector, likely during the forced connection that occurred during the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a controller change was performed due to a bent pin in one of the power ports on the controller.  It appeared that the damage occurred when the patient fell out of bed and a nurse at the facility potentially jammed the connection trying to reconnect power.  There were no pump stops noted.  No additional information could be obtained on the event.  The ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.